Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference# 3006705815-2019-03702; related manufacturer reference# 3006705815-2019-03703. It was reported that the patient is experiencing ineffective stimulation due to high impedances during trial. In turn, the physician attempted to implant 2 trial leads, which showed high impedances on all 16 contacts, wherein an attempt to troubleshoot resulted to no avail. Therefore, third lead was opened and swapped out but still no change. As a result, the physician decided to remove the three trial leads and abort the case. No other complications were reported.

Manufacturer narrative:
Additional information added to provide the patient's weight.